Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Event description:
It was reported that the unspecified bd venflon pro safety catheters experienced leakage. The following information was provided by the initial reporter: I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range, unfortunately I do not have specific lot numbers or product skus as the issues have been across a variety of gauge sizes.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd venflon pro safety catheters experienced leakage. The following information was provided by the initial reporter: I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range, unfortunately I do not have specific lot numbers or product skus as the issues have been across a variety of gauge sizes.